Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported that there was a chemo leak of carboplatin. The intended volume rate was 900 mg/240ml at a rate of 480ml/hr. The intended volume to be infused was 240ml. The medication was programmed via barcode scanning. After (2) two minutes of infusing the customer states, "a loud pop was heard" and there was spill from the ruptured tubing. There was patient involvement, but no harm.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was a leakage. One sample model 2420-0007, lot 24025797 was returned for investigation. The sets were examined for defects and abnormalities. The top of the silicone segment tubing was cracked. No other defects or abnormalities were observed. The customer complaint was verified. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible which may pop and start leaking. A device history record review for model 2420-0007 lot number 24025797 was performed. The search showed that a total of 86403 units in 1 lot number was built on 06feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.